Event description:
The target lesion was the proximal left anterior descending (lad). The vessel was de-novo and eccentric. Aha/acc classification of the vessel was type b2. The lesion length was 15mm and vessel diameter was 3.5mm. The procedure was an elective case. Pre-dilatation was conducted with a 3.5 x 20 mm balloon at 6atm for 60 seconds. A 3.5 x 18mm cypher stent was implanted at 12 atm for 50 seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 1 before the procedure and 3 after the procedure. Act was not measured. Approximately three years later, pt had surgery for inguinal hernia. One hour after the surgery, the pt developed shock. Coronary angiography was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration was conducted. Two weeks later, the pt recovered and was discharged from the hospital. Physician indicated that the possible cause of the thrombotic event was because aspirin and ticlopidine hydrochloride were stopped due to the surgery of the inguinal hernia.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.